Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they rushed to hospital due to an insulin shot. The customer¿s blood glucose level was 394 mg/dl. The customer reported that they changing out the quick set and reservoir and the quick set came out due to sweating. Customer reported that product not adhering. The insulin pump will not be returned for analysis.